Event description:
It was observed during the device inspection that the adhesive around the objective lens and the adhesive on the bending section cover, connecting tube, nozzle, and distal end cover exhibited foreign objects. In addition, there was a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.